Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd paxgene® blood dna tube, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: it was reported that customer is getting bad yields. Customer has tubes from 2014 that they have started running test on and are getting bad yields. Customer would like to know if they are doing something wrong. Customer has over 800 tubes and does not have the lot or item number for the tubes.

Event description:
It was reported when using the unspecified bd paxgene® blood dna tube, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: it was reported that customer is getting bad yields. Customer has tubes from 2014 that they have started running test on and are getting bad yields. Customer would like to know if they are doing something wrong. Customer has over 800 tubes and does not have the lot or item number for the tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.